Event description:
It was reported that the patient presented during clinical follow up. Investigation noted that the atrial lead and right ventricular were dislodged due to twiddler's syndrome. The reported lead were explanted and replaced on (B)(6) 2024. There were no patient consequences.